Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported infusion set plaster did not stick. Caller alleges adhesive is defective. No adverse event reported. Requested return of the alleged device for evaluation.